Manufacturer narrative:
(B)(4).

Event description:
The user is reporting that during a patient use event, the device repeatedly gave the "reanalyzing" voice prompt. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).